Event description:
Miragel was episclerally removed by the dr. There were four patients in the past two months. The age of the device is approximately ten years old. There was no injury to the eye, the fourth patient experienced some degree of discomfort, however, the dr stated miragel was not the cause for this.